Event description:
A doctor reported a posterior capsular tear had occurred. A completed questionnaire was received reporting that a lensx procedure had been completed with no complications. During hydrodissection, the surgeon indicated having a difficult time "seeing the wave" of fluid posteriorly. During the quadrant removal, the handpiece became occluded requiring it to be flushed out. The surgeon also noted that there was a thick posterior plate after the nucleus was removed. Once the plate was removed, it appeared that the cortex was removed with it. As the surgeon was performing irrigation/aspiration (I/a) to make sure there was no residual cortex, a posterior capsular tear was discovered and an anterior chamber vitrectomy was required. An intraocular lens (iol) was implanted into the sulcus and four sutures were placed.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).